Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer repoted that b button was not responding. Customer's blood glucose was 183 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to keypad connector on the lcd board unlocked. The insulin pump has cracked case at display window corner and cracked battery tube threads.